Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that the patients ipg was nonfunctional and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.